Event description:
The consumer reported that the patient had a sudden return of symptoms 2 to 3 months ago in 2016. The patient had vomiting and nausea after eating. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.